Manufacturer narrative:
(B)(4). Concomitant medical products: associated item number: 51-104170, item name: tprlc 133 t1 pps ho 17x154mm, lot # unk; associated item number: 12-115133, item name: cer bioloxd mod hd 38mm +3 nk, lot # unk; associated item number: unk, item name: unknown magnum taper, lot # unk; associated item: number unk, item name: unknown liner, lot # unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address acetabular displacement. No further information is available.